Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported they found a notice on the ecri website referring to (B)(4) involving the rfu indicator. There was no reported adverse patient impact.